Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image. The issue occurred during set up/ inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, frame dents and scratches on objective frame, tube bents , dents and scratches on outer tube, and light transmission fail. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the user's request was confirmed due to no image present when plugged into console should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.